Event description:
I was given a arrow teleflex auto fuser containing ropivicaine. I noticed shortness of breath which I was told was not a real symptom prior to use. It felt like my diaphragm was not moving properly. This continued for the 3 days I used the device. I finally stopped use due to the discomfort in my chest. I began heavy coughing about 2 hours after stopping. Coughing up a lot of sticky mucus. The installation of the device has also caused significant pain and muscle pain and spasm in my neck. I would never allow it's use on me again. Oxycodone or similar would have been fine and much less invasive and damaging. The medication caused numbness and pain in my hand that became serious at the "6" setting.